Manufacturer narrative:
A united states customer contacted a siemens customer care center to report that falsely depressed carbon dioxide (co2) results were obtained on four patient samples. Quality controls (qcs) recovered out of ranges after the samples were processed. The customer stated that they replaced the reagent cartridge and calibrated co2. The customer service engineer (cse) was dispatched to the customer's site. The cse replaced reverse osmosis (ro) membranes. A rinsing was performed, and the customer indicated they will calibrate the co2 assay. Siemens further investigated the issue and determined that the water related issues and/or poor water quality potentially contributed to the discordant results. Inadequate water quality caused a calibration bias, and the compromised calibration caused a bias in patient results recovery. The calibrations performed near time of events had atypical signal responses and calibration coefficients which directly relate to poor water. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely depressed carbon dioxide (co2) results were obtained on four patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate dimension vista instrument and higher results were obtained. The repeat results were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.